Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during an implant attempt, the helix of the lead unexpectedly extended a few times and became bent during implant. Another lead was implanted. No patient complications have been reported as a result of this event.